Event description:
It was reported the customer's insulin pump stopped working because it went through an MRI. Customer's blood glucose level was 286 mg/dl. The device alarmed motor error during a basal delivery. Customer does not recall any significant even that may have caused the alarm. The device did go through an MRI. Customer does use sensor feature, informed about possible false alarm occurrence when viewing report when bolus. Customer is able to rewind the device. Customer was advised to discontinue use of the device and revert to back up plan. Transmitter was also worn through the MRI. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.